Event description:
On (B)(6) 2020- some 'variation' in rv impedence noted. As per tech services, suggestive of lead tip contact issue. Longstanding variability yet to cross 10000hms threshold. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).